Manufacturer narrative:
During inspection, there were seven kinks and breaks observed in the fiber jacket and it appeared that the fiber had been handled without regard to the integrity of the fiber. The reported issue (fiber not detected) was confirmed due to a fiber rfid failure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the single-use fiber was not read by the laser unit during an unspecified therapeutic procedure. The radio-frequency identification (rfid) marker was not recognized when the fiber was brought in proximity with the socket and the slot on the laser unit did not open to allow the user to connect the fiber. The procedure was completed using another fiber. The subject device was sent to olympus for evaluation. During inspection, there were kinks and breaks observed in the fiber jacket. This report is being submitted for the malfunction found during evaluation (damage to fiber). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to mis-handling of the fiber. Olympus will continue to monitor field performance for this device.